Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal tibia fracture reduction surgical procedure, it was observed that the small battery drive device just stopped working. According to the report, there was no patient contact when the device stopped working. There were no delays to the surgical procedure reported. A spare device was available for use to complete the procedure successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was not working, got warmer than usual, the electronic control unit (ecu) contacts were corroded, the trigger components were worn, the electric motor and the internal components were rusted. Although the complaint was not confirmed, there is a possibility that the unit could have stopped working due to the fact that it was running warmer than usual. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.